Event description:
Customer's mother reported her daughter was hospitalized for diabetic ketoacidosis on (B)(6) 2014. Customer's blood glucose was over 500 mg/dl when hospitalized. She was feeling sick the night before. The doctor said she had diabetic ketoacidosis. Customer's mother says her daughter's high blood glucose was caused by a bent cannula. There were no alarms reported. Customer was released today. Customer's last blood glucose was 218 mg/dl. Supplies are being sent to customer. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.